Event description:
It was reported that the device broke off. The target lesion was located in the posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During procedure, imaging was performed using an opticross 18 but the ultrasound image was lost and everything went black upon usage. It was also reported that the shaft of the rotalink plus broke off. Everything was removed from the patient's body. The procedure was stopped once everything was out of the patient. No complications reported and patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The advancer handshake connection and burr catheter handshake connections were both broken. The coil was stretched and separated 10.5cm from the burr tip. The separated coil and burr were returned on the rotawire 11680251; the rotawire could not be removed due to the severe stretching of the coil. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis verified that the device had a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Event description:
It was reported that the device broke off. The target lesion was located in the posterior tibial artery. A 1.25mm peripheral rotalink plus was selected for use. During procedure, imaging was performed using an opticross 18 but the ultrasound image was lost and everything went black upong usage. It was also reported that the shaft of the rotalink plus broke off. Everything was removed from the patient's body. The procedure was stopped once everything was out of the patient. No complications reported and patient is fine.